Event description:
December 01, 2000: maersk medical was informed by minimed inc. That the family member of a diabetic child under continuous insulin pump therapy reported that the tubing detached from the luer lock connection, that attaches the tubing to the infusion pump. One used and 34 unused samples were returned for analysis.